Event description:
Healthcare professional later reported "a hole in the implant". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device assessed as surgical impact opening. (Shell thickness was within specification). Additional observations: stress marks observed. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "no complaint against the device". Healthcare professional later reported "a hole in the implant". This record is for the left side. Device has been explanted.